Event description:
Dealer states that the end user reported the plunger pin is broken and just swiveling in the unit. Unit is in a care facility. End user states that the number they found on unit is (B)(4).